Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd882621 and gd881557 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date in (B)(6) 2008, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. It was unknown to the consumer as to the cause of the peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering. On an unreported date in 2011, dianeal therapy was withdrawn. Concomitant medications were not reported. An opinion of causality was not provided.